Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button had to hold down to register and had to press 3 times. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had issues when blousing. The esc button had to hold down to register and press 3 times for it to process, and the up and down buttons were harder to press. The insulin pump had e code error issues since january 2019, and the insulin pump shuts down when this happens. The insulin pump also had a lot of unexplained no delivery alerts not due to site issues. The insulin pump also had calibration errors, lost signal errors. The device will not be returned for analysis.